Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that less than 24 hours after an intraocular lens (iol) implant procedure, a patient developed beta hemolytic strep infection in eye. Infection invaded orbit and eye was enucleated. Additional information was provided by a government agency indicating that according to a nurse, this was an isolated incident with no root cause found by the facility, and there were no breaks in their sterilization records. The facility has not received an update on the patient after the enucleation. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the nurse, who reported that endophthalmitis developed the morning after an uncomplicated cataract surgery. The optometrist sent the patient to the retinal office and injections were given that day. The patient went to a local emergency room that night and was sent to the university. The next day the eye was not salvageable and was removed several days later. Aqueous and vitreous cultures were taken. There were no results provided.